Event description:
It was reported that the anesthesia system failed the pressure transducer during system checkout. There was no patient involvement. Manufacturer's reference#: (B)(4).

Event description:
Manufactures reference ID: (B)(4).

Manufacturer narrative:
The anesthesia system was investigated onsite by our field service engineer (fse). The fresh gas pressure transducer was found to be defective and the fse resolved the reported failure by replacing it. The anesthesia system passed all functional and safety test and was cleared for clinical use after that. The reported failure can be confirmed in the provided logs. The logs show that the system check out failed due to offset was out of target in the pressure transducer test. The pressure transducer pcb is part of the pressure measuring in the system. A faulty pressure transducer pcb may lead to inaccuracy in pressure measurement. This will be detected during system checkout and high priority alarms will be generated if the failure occurs during treatment. The faulty fresh gas pressure transducer was sent for further investigation. The simulated tests can confirm the offset being out of target in the pressure transducer test. Our conclusion, based on the fse investigation and evaluation of the received device logs, is that the reported failure was caused by the replaced fresh gas pressure transducer. It has not been possible to carry out a more detailed analysis of the pcb and therefore the definitive root cause cannot be determined.